Manufacturer narrative:
Concomitant product: product ID: 5076-52, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient complained of chest pain and dizzy spells. A chest x-ray performed recently showed a pinched right atrial (ra) lead which was suspected as an insulation issue. There were alerts for low impedance and false atrial high rate episodes with intermittent oversensing and inhibition noted; unable to reproduce with isometrics. The patient also complained of "sinking spells" which were possibly related to oversensing and inhibition. Patient has no intrinsic p waves either sensed or observed with surface patches. They experienced pocket stimulation in unipolar configuration. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.